Event description:
Customer reported high blood glucose after having cataract surgery. Customer also reported a hospitalization. He stated that there had been bubbles in the tubing and that he met resistance sometimes when pushing the reservoir with a plunger. He stated that he felt the hospitalization was due to dehydration that triggered the diabetic ketoacidosis. He stated that the insulin made strange noises when priming. He stated that his vision had been bad since the surgery and that he would have his wife assist with his insulin deliveries. The blood glucose reading was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.